Manufacturer narrative:
The reported malfunction was observed during review of the device activity log. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the activity log did show evidence of poor pad contact between the patient and the pads. This may indicate poor coupling of the electrode pads to the patient's skin; however, the electrode pads were not returned for evaluation and this could not be firmly established. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.